Manufacturer narrative:
The device ro 13 025 has been inspected for investigation purpose. The tests performed confirmed that the force sensor card board was not recognized by the system. As repair, the robot was reconnected. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure was detected. A communication error has been identified. A surgery delay has been reported between 1 hour and 90 minutes.